Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Blood glucose at the time of emergency room visit was 296 mg/dl. It was reported that customer had been vomiting for several days. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.